Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. Upon investigation the monitor receptacle was damage and a belt was unable to securely latch. The cause of the service code 204 and 107 was the damaged belt receptacle on the monitor. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving service code 204 (belt/monitor unusable) and service code 107 (multiple abnormal shutdowns).